Manufacturer narrative:
The results of this investigation concluded calcifications in all three leaflets, with stenosis. Previous incisions were observed in leaflets 2 and 3. Leaflets 2 and 3 were fibrotically thickened, and fibrous pannus ingrowth was found on the sewing cuff. No inflammation was found. No evidence was found to suggest the cause of the calcification, fibrotic thickening and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, a 19 mm trifecta valve was implanted. On an unknown date, aortic stenosis was noted. On (B)(6) 2017, the valve was explanted and replaced with an unknown valve. The status of the patient is unknown.